Event description:
Company rep reported "access port was broken on the port side. Metal connection was attached to the band and the port was disconnected via torn tubing." Further follow-up will be conducted to gather additional info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."